Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported suture came out during knot advancement could not be replicated/ confirmed as the suture was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate manufacturer report number.

Event description:
It was reported that the sutures of two proglide devices were pre-placed in the left common femoral artery via a 20f sheath using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, during knot advancement of one of the proglides after the evar, the entire suture came out. The sutures of the one successfully pre-placed proglide and manual compression were used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.